Event description:
It was reported that the system was explanted due to endocarditis. After extraction the patient developed a hematoma that required a blood transfusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis results revealed no anomalies found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed, and primary analysis results revealed no anomalies found.